Manufacturer narrative:
The local area sales representative was contacted for additional information, however no further information was available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a planned system explant due to a patient infection. There was no report of adverse patient effects due to this clinical observation.